Event description:
It was reported that the unspecified bd vacutainer® serum blood collection tube produced erroneous results after being centrifuged on siemens equipment. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "we have been experiencing abnormal results on certain tests, with serum tubes, run on the siemens equipment (build up on the equipment). Their rep believes the this is caused by us not centrifuging at the right speeds."

Manufacturer narrative:
H.6 investigation summary: bd had not received the material number and lot number from the customer, therefore further investigation will be unable to be performed. A good faith effort has been made and this complaint will be closed without further investigation at this time.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® serum blood collection tube produced erroneous results after being centrifuged on siemens equipment. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "we have been experiencing abnormal results on certain tests, with serum tubes, run on the siemens equipment (build up on the equipment). Their rep believes the this is caused by us not centrifuging at the right speeds."